Manufacturer narrative:
Device labeling single use or reuse.

Event description:
Information received from our affiliate. A pt wearing acuvue oasys contact lenses was being treated for an eye infection at a hospital. The reporting optometrist stated the lens was cultured and was positive for serratia marcescens. The patient was wearing the lenses on a daily wear schedule and used complete multipurpose solution. We do not know if the solution was analyzed. The optometrist reported the patient was treated at a hospital and had no treatment information available. The pt currently has a peripheral scar in the nasal area or the od cornea. The pt's central vision was not affected. The optometrist could provide no additional information. Product was received and sent for evaluation; the results are as follows: two lenses in a lens case and two sealed blisters were returned. The parameters of the suspect lenses were measured and a visual inspection was performed. The lenses meet company standards for diameter, base curve and center thickness. An edge tear was observed on one lens and no visual attributes were observed on the other lens. The solution in the sealed blisters was tested. The ph and conductivity were within specification. The lot history review revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. We will report any additional information within 30 days of receipt. MDR events are reviewed at quarterly management review meetings.